Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary partially covered stent has been implanted to treat a 25mm pancreatic tumor in the mid common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement procedure. Reportedly, the patient's prognosis was bad and the patient cannot tolerate any intervention other than stent placement. According to the complainant, the guidewire was in placed and the stent was positioned at the middle of the stenosis. During the procedure, pressure was felt and the stent was unable to be deployed. Reportedly, the device was removed from the patient several times to check its functionality. The physician then reinserted the device to the patient and attempted to deploy the stent. Reportedly, the blue marker was positioned at the papilla and during stent deployment, resistance was felt while pulling the outer sheath around the stent. The plastic handle was detached from the blue outer sheath and the stent was deployed. However, it was noticed that 1cm of the stent was deployed outside the common bile duct, above the stenosis, and proximally towards the liver. Reportedly, the stent remains implanted . There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. However, it was reported that the patient was in the ICU due to health condition.